Event description:
Fisher & paykel healthcare ltd nerve stimulator (ns252) and electrode pad used during a surgical procedure. Following the 4 to 5 hr procedure (nephrectomy) the pad was removed from the male pt's face. The outside of the pad had a 'burn' mark, and the pt's skin showed a slight red mark which disappeared after 2 days.

Manufacturer narrative:
Complaint from hospital was received by phone call to our company office on 22 dec 06. Follow-up contact by us office with hospital was attempted tuesday dec 26, left message on answerphone. Return voice mail received tues. Dec 26 indicating ns252 had been sent to a 3rd party for further investigation. Follow-up contact attempted again by our company on monday jan 08 2007-return voicemail from the reporter, indicated that further follow-up on the incident should be conducted with biomedical engineering. Company office contacted from the reporter, it was identified that a cauterizer was in use and active when the ns252 was applied. A list of questions was sent to the hospital on or around the 17 jan 07. As of 22 jan 07 no reply received. We are awaiting further response from the hospital. Note: ns252 is reusable device, electrode pads are single use.